Manufacturer narrative:
A copy of device memory was reviewed by a boston scientific technical services (ts) consultant. Ts stated the undersensing of ventricular fibrillation (vf) occurred due to the inability of the device to sense small signals following large signals (expected behaviour). It was also noted the rate of the patient's arrhythmia was unstable, and was dropping below the programmed vf rate cutoff. The device was reprogrammed and the patient was discharged. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device had received an external shock from emergency personnel. It was alleged the device had undersensed the patient's arrhythmia. The patient was hospitalized. No further adverse patient effects were reported.